Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call high blood glucose levels and sensor issues. Customer's blood glucose level went as high as 450 mg/dl. Customer treated their high blood glucose via insulin pump. Customer¿s mother advised the sensor gave inaccurate readings in addition to the insulin pump not being able to find the sensor. Customer¿s mother was not with the patient and therefore they were unable to troubleshoot for high blood glucose levels.